Event description:
New information received notes that the patient presented remotely via merlin.net with low pacing impedance and new occurrences of over-sensing of noise and inappropriate automatic mode switch on the right ventricular lead. No additional intervention was done and the patient will continue to be monitored. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via (B)(6). Upon review of the transmission, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise, leading to inappropriate automatic mode switch. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.